Event description:
Caller reported a cgm error and contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump and guided the caller through the process. After the reset, the error code did not appear again, and the caller successfully started their sensor session.